Event description:
It was reported that the high pressure test was performed, and it failed twice. Reviewed the alarm history and found that the no delivery alarm occurred during manual prime. It was stated that the customer may go to the hospital soon due to high blood glucose. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.